Event description:
During a follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Additionally, increase capture threshold was observed on the right ventricular (rv) channel. Technical support was contacted and recommended reprogramming to resolved the event of pptwo. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating diagnostic imaging was performed and no anomalies were observed. The device was reprogrammed to address the post-paced t-wave oversensing (pptwos). No additional intervention was performed at this time. The patient was in stable condition and will continue to be monitored.